Event description:
Pt in full arrest. Pacing wire placed and unable to attach to pacing cable or pacemaker. Info that kits contained new pacing wire requiring adapters was not passed along by manufacturer to organization. Therefore staff did not recognize the need to find and attach adapters to wire. Delay in pacing did not contribute to outcome. Plans were found and pt paced.